Event description:
On (B)(6) 2024, 76-year-old patient presented to the emergency department for abdominal pain with hypokalaemia (2.2 on (B)(6) 2024), anaemia and diarrhoea and crp 256. Patient admitted to facility. On (B)(6) 2024 as part of his management, a PICC line was fitted (lot number not traceable). Transfer on (B)(6) 2024 from the emergency department to the hepato-gastrology department of a different facility for suspected ibd in a patient with a digestive surgery indication for a localised adenocarcinoma of bauhin's valve discovered in (B)(6) 2024. On (B)(6) 2024 during the blood test, the PICC line leaks and emits a sound suggestive of air passage. Decision taken to remove the catheter as it was dangerous for the patient. When the dressing was removed, the catheter was already out, without the tubing, which appeared to have remained inside the patient. Suspicion that the PICC line catheter had been cut at its hub, with intravascular migration when the catheter was removed. An emergency CT scan was carried out, revealing a 1 cm right intracardiac migration of the PICC line, the proximal end of which was located in the left subclavian vein and the distal end in a sub-segmental pulmonary artery of the right fowler. On the same day ((B)(6) 2024), the interventional radiology team performed a ¿foreign body removal under angiography¿. When the patient was taken into care, he was in rapid complete atrial fibrillation arrhythmia (cafa). Scopy revealed continued migration of the catheter, which was located in the right ventricle, explaining the rhythm disorders. Conclusion of the operation, ablation of a PICC line migrated into the right heart chambers, with no subsequent complications. Patient in rapid afca at the time of treatment, not resolving spontaneously after catheter removal. Device not retained by the medical team. Intervention without complications, patient discharged home on (B)(6) 2025.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.